Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 01/07/2014: intermittent keypad button response, contamination of the button contacts.

Manufacturer narrative:
Submitted: 01/20/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: on examination, the keypad is torn at the ok button. On testing, all the keypad buttons were difficult to press and had intermittent response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons.